Event description:
User reports one patient sample with discrepant free t4 results. Initial result gave 22.4. Repeat on another analyzer gave 19.8 (units of measure not provided). No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.